Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak from the supply bag of an amia cassette. This occurred during drain two of peritoneal dialysis therapy. The patient stated they started therapy, and then woke up when the heater fell on the floor and disconnected from the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One sample was received for evaluation. A visual inspection with the naked eye noted the tubing to the heater bag was separated from the cassette. There was evidence on the tubing that it was once attached to the port on the cassette. The analysis did not identify any other defects. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.